Event description:
The patient was presented in-clinic with increased pacing threshold. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.